Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-20-user's test strip had poor storage (test strips outside of the vial). Test strip (B)(4). Note: manufacturer contacted customer on 2/28/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer`s condition has improved and she is no longer experiencing symptoms. Customer went to a doctor's appointment. She was also given something to clear her lungs due to a cold and was given a nebulizer. Taken off glipizide and is on insulin. Her insulin was increased to 10 units today and then up to 12 units for the next two weeks. Additional tests were done while using the product and produced a reading of 239 mg/dl.

Event description:
Consumer reported complaint for e-1 and e-2 accompanied by symptoms. Daughter is calling on behalf of the customer. The customer is concerned with results obtained of e-1 and e-2. The expected fasting blood glucose test result range is 100 to 175 mg/dl. The customer did report symptoms of feeling weak, tired, increased urination and increased thirst. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Caller states customer was attempting to test and the meter gave her e-1 and e-2 error messages. Caller went to the hospital where the hospital lab read 304 mg/dl fasting. Customer states she has excessive urination, excessive thirst, and feels weak/tired at this time. Customer was admitted to the hospital and discharged today (same day). She was diagnosed with hyperglycemia and was treated with insulin and IV fluids. Customer also state they do not have the vial of strips at the time of call but have a handful of strips that are loose and out of the vial. Informed the customer it is not safe to take the strips out of the container and to carry them around. Customer was instructed to only test from strips that are in the vial.